Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that pt had drainage from the wound at the implantable neurostimulator site and the symptom was infection. The device and lead were explanted on (B)(6) 2010. No pt injuries were reported. No further info was requested.